Event description:
Orig. Surg. 1996. Allegedly x-rays indicate that the stem had broken.

Manufacturer narrative:
Investigation is not complete. Attempts have been made to have the product returned. Additional information has been requested from the surgeon. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete.